Event description:
It was reported that mixed product occurred with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "when open the package, the customer found the 10ea 3ml flush in the package. It should be 5ml."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "when open the package, the customer found the 10ea 3ml flush in the package. It should be 5ml."